Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and infusion set anomaly. Customer's blood glucose level was 465 mg/dl. Customer advised the cannula was longer than the needle which resulted in a bad insertion technique. Customer advised they received a no delivery alarm and went through six different infusion sets. Customer declined to troubleshoot for high blood glucose levels. Customer was advised several replacement infusion sets would be sent out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.